Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed and was moving heavily. It was determined that the device was locked due to the rotor. It was further determined that the gear and bearings were damaged due to failure in the cleaning and lubrication processes. It was determined that excess dirt in the inside were detected and parts with oxidation were also observed. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running and check for air leak. It was noted in the service order that the device did not work (did not pass air). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.